Event description:
It was reported to boston scientific corporation on april 8, 2010 that a nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B) (6) 2007 (patient age and weight are unavailable). According to the complainant, the patient experienced pain for "awhile" in his left ureter after a kidney stone was removed. On (B) (6) 2008 it was discovered that a "portion" of the nitinol basket wire had detached from the device and remained inside the patient. It is unknown how the basket wire was removed. No additional event or patient information is available at this time.

Manufacturer narrative:
The type of nitinol retrieval basket is unknown. Consequently, the upn and lot number are not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, it is not known if the device is available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The upn and lot number have been provided.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2007 (patient age and weight are unavailable). According to the complainant, the patient experienced pain for "awhile" in his left ureter after a kidney stone was removed. On (B)(6), 2008 it was discovered that a "portion" of the nitinol basket wire had detached from the device and remained inside the patient. It is unknown how the basket wire was removed. No additional event or patient information is available at this time.